Manufacturer narrative:
The device was returned for analysis. This event will be updated when analysis is complete.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was interrogated following radiation treatment. During the device check, threshold testing could not be completed. An intrinsic amplitude test was also unsuccessful. The programmer was reboot and a manual capacitor reformation was also attempted but could not be completed. A save to disk and memory dump was forwarded for analysis. Analysis found instances of history structure corruption which interfere with the device completing tasks such as capacitor reformations. Analysis could not confirm tachy therapy availability and device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. The cause of the device behavior was concluded to be a result of software corruption induced by radiation therapy. Right ventricular pacing and defibrillation therapies were tested and verified.

Manufacturer narrative:
The available information suggests this device remains in service. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information was received from the field indicating the device was explanted and replaced with another manufacturer's device. The device has not been returned for analysis. Should additional information become available, or if the device is returned, this event will be updated.